Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) replaced common computer controller (ccc) to resolve the issue. The system was tested and verified for use. Isi did receive the part and performed failure analysis. Visual inspection found no issue to be related to the event. Unit was installed onto a known good in-house system and system could not power on completely. The tower's power button kept flashing blue. Unit was tested on the bench programming station and was determined to be bricked. The complaint was confirmed based on the field evaluation. The probable root cause of the issue is due to bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the system won't power up all the way. The tse had them check the blue fiber cables and connection and they were good. The tse asked if the tower was blinking blue and had insufflator disabled message and it did. The tse had the customer disconnect the blue fiber cables from the tower and power each unit in stand alone mode. The robot and console powered up good. But the tower just had a blinking blue power button and said insufflator is disabled message. The procedure was converted to laproscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred prior to the start of procedure during system setup and the ports were not placed on the patient. There was no patient involvement.